Manufacturer narrative:
No patient information was provided. The heater/cooler (B)(4) is not distributed in the USA, but it is a variant of heater/cooler (B)(4), which is released in the us (510k#: (B)(4)). Sorin group (B)(4) manufactures the sorin heater/cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that during a procedure, the patient circuit 2 pump motor of the sorin heater/cooler system 3t gave several error messages. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group recieved a report that during a procedure, the patient circuit 2 pump motor of the sorin heater/cooler system 3t displayed multiple error messages. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative reproduced the malfunction and traced the issue to the distribution and processor boards and the pump assembly. These parts were replaced to resolve the issue and subsequent testing found the device to be working within specification. The unit was returned to service. No further issues have been reported for this unit. Further investigation of the defective parts was not possible due to export restrictions from the country of origin. A root cause could not be determined. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova technician.